Event description:
It was reported that the tourniquet cuff would not inflate. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, inspection of the elbow junction and tubing to cuff adapter, revealed no separation. The quick connect o-ring and overall integrity of the connector appeared to be in-tact with no visual indication of damage. The tubing was clear with no visual kinks, bends, or distress. The entirety of the cuff appeared to be intact with no obvious signs of rips, tears, pilling, fraying. A laceration was found in the bladder. The returned complaint device was functionally tested to verify the reported event of a leak per the found laceration during visual inspection. Functional testing was performed using the bpc-ptc flow tester. The compressed air was set to 300.1mmhg for testing purposes and measured using calibrated manometer me-193. The received complaint device was connected to the device under testing (dut) tubing set and checked for hermeticity. When the returned complaint device was inflated, an audible hiss verified the laceration observation/failure, as well as the pressure would not stabilize on the calibrated manometer, captured at 108.4mmhg. A review of the DHR could not be performed as the lot number was not reported. Stryker procedure(s) support(s) that the device was unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to: product damaged during shipping/storage. User damages cuff post-distribution from stryker's sustainability solutions. The instructions for use (IFU) state: warnings: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. - inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.